Event description:
It was reported that during generator replacement procedure, scaling was seen on the lead insulation. It was determined that the lead insulation was intact and a lead repair kit was used to cover the portion of lead affected. The patient will be monitored with routine follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.